Event description:
The complainant stated that the bed is alarming and the nurse call is not working.

Manufacturer narrative:
The account's maintenance isolated the issue to the sidecom cable shorting. The account's maintenance replaced the sidecom cable to repair the bed.